Event description:
It was reported that the patient's pacemaker was explanted due to an unknown malfunction. The device was explanted and replaced on (B)(6) 2022. The patient's condition was unknown.

Manufacturer narrative:
The reported event of device malfunction was not confirmed. As received, the device was returned above elective replacement level (eri). Final analysis did not identify any anomalies.